Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed with the log file submitted on september 19, 2019. The log file captured no external power alarm events on august 23 and september 5, 9. According to the voltage values, there was a loss of power from the mobile power unit. The alarms cleared when power was restored. The system continued to operate at the set speed value of 8,800 rpm through the no external power alarm events. Additional information received on december 17, 2019 the mobile power unit was not exchanged. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient's lvas is also reported under MFR#2916596-2019-04656.

Event description:
It was reported that the patient had a new controller exchanged in (B)(6). The patient had two episodes of low voltage / no external power events on (B)(6) 2019 and (B)(6) 2019. The patient was admitted after a fall and on coumadin. He was having ventricular tachycardia episodes with position change. Log file analysis observed a no external power event on (B)(6) 2019 at 14:06 due to both power cables being disconnected. Then at 14:08 the driveline was disconnected and reconnected at 14:17. Also noted additional no external power events on (B)(6) 2019 and (B)(6) 2019 while connected to the mobile power unit. This was due to either the power cord coming loose from the mobile power unit or wall outlet.